Event description:
Device 5 of 5. Reference MFR. Report: 1627487-2013-13569, 1627487-2013-13570, 1627487-2013-13571 and 1627487-2013-13572. The patient had 2 ipgs and 2 leads from different lot numbers and 2 chargers from the same lot number, reporting on all. The patient has a cervical and thoracic scs system. The patient reported she was not receiving effective stimulation coverage. She met with 4 sjm representatives and they were not able to capture stimulation in her pain areas. The patient stated her pain has now aggravated. The patient also reported her ipg sites would get hot and uncomfortable while charging. A sjm representative confirmed the issue. The patient has not used her systems in the last 2-3 months and is considering having both her systems explanted. Follow-up pending. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.